Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is(B)(4).

Event description:
A physician reported that there had no aspiration during cataract with intraocular implant surgery. The procedure was completed after the cassette was replaced with another one. The patient harm details was not reported.

Manufacturer narrative:
The exact lot associated with this event could not be determined based on the report; therefore, device history record and lot history could not be reviewed. A wet active fluidics management system (fms) cassette was returned and evaluated. Visual inspection confirmed the aspiration tubing likely leaked due to a lack of solvent was applied around the tubing. This observed defect will result in the customer's experience. The root cause of the customer's complaint for a lack of solvent, which can also generate system message code, was inconclusive. The most likely root cause was determined to be to be operator error during socket bonding due to inadequate process set-up. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. No patient risk is associated as the error occurs during the priming and calibration of the cassette. To address root cause during the vacuum test stage/priming test sequence, two corrective actions were initiated. The first corrective and preventative action was to implement methods to increase drying/curing time after socket bonding and prior to testing on system pods. The second is to update the procedure after the first corrective action is completed. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The exact lot associated with this event could not be determined based on the report; therefore, device history record and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. Similar cases have found that a bonding error may have resulted from a manufacturing related issue, however, without the sample we are unable to evaluate and confirm failure mode and root cause. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).